Manufacturer narrative:
The promus premier 16 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device could not be loaded on a test guidewire due to the extent of the tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that advancing difficulties were encountered. The diffused target lesion was located in the calcified right coronary artery (rca). The most severe proximal rca was 90% stenosed and the middle section was 99% stenosed. After the pre-dilatation balloon could not reach the lesion, a guidezilla catheter was advanced to the proximal end of the rca along a guidewire and the lesion was pre-dilated with 2.00 x20mm and 2.50 x 20mm balloons. A stent was successfully implanted in the mid-distal section and another 16 x 3.50 promus premier drug-eluting stent was introduced but failed to advance to the proximal rca even after several attempts. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.